Event description:
The customer reported via phone call that he had been experiencing unexplained high blood glucose levels for 24 hours leading up to the call. The customer also reported that he had been receiving sensor glucose levels that were about 100 points off from his blood glucose levels. Blood glucose level at the time of the incident was 452 mg/dl, which he treated with a manual injection. The customer reported changing the set twice, but his blood glucose levels would not come down. During troubleshooting, the customer confirmed that the cannula was bent. Blood glucose level at the time of the call was 372 mg/dl. The customer will monitor the sensor and will not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.